Manufacturer narrative:
The evaluation of the returned pdm revealed evidence of an "impact area" on the lcd screen which resulted in the damage noted in the report. Although, it cannot be confirmed, the impact area was likely the result of the user dropping the pdm or bumping the lcd screen into a hard surface; the cause of the damage is considered to be from "user error" and not from any manufacturing deficiency of the device. Using a pdm with a damaged lcd screen could impair the user's ability to properly monitor bg levels. The omnipod user's guide instructs users to carry a back-up device to monitor bg's. Since the customer in this report ended the call, it is unknown whether or not a back-up bg meter was able to be used.

Event description:
The customer's mother reported that she is "unsure if the pdm failed, but suspects it did"; a "large blotch" was present in the center of the lcd. The cause of the pdm damage is unknown - the mother "is not aware of its having been dropped". As a result of the lcd damage, much of the lcd could not be read. The customer had ended up in the hospital "due to her diabetes" and her mother suspected her condition was related to a faulty pdm. The device will be returned for evaluation.